Manufacturer narrative:
The pod was evaluated and found a misaligned component. The received device had the cannula assembly fully deployed and the needle completely retracted. Due to the clutch spring and spring latch malfunctioning. The user was deprived of insulin resulting in the reported high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 . 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels reached 27.5 mmol/l (495 mg/dl) while wearing the pod for an unknown period of time on the abdomen.